Manufacturer narrative:
(B)(4). On (B)(6) 2019, it was reported from (B)(6) hospital that a 34in. (86cm) disposable cuff w/plc - dp, sb was leaking air during use. On (B)(6) 2019, a returned product investigation was performed on the 34in. (86cm) disposable cuff w/plc - dp, sb. The physical evaluation revealed that the returned cuff was leaking at the 90 degree connector causing a cuff leak detected error to trigger on the ats. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 34in. (86cm) disposable cuff w/plc - dp, sb was leaking, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during use this product, the air leakage was found. So there was no spontaneous deflation, this product didn't work as normally. Therefore, the surgeon used an alternative same product to complete the surgery.